Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the event involved a female patient while in the medical intensive care unit. The vascular surgeon inserted the intra-aortic balloon (iab), prepped per instructions for use (IFU), through the sheath via left femoral artery with no issues. After the insertion, the iab could not be inflated. It was also found that the central lumen was occluded. As a result, the iab and sheath were removed together as one unit. A new kit was opened and used successfully. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The patient outcome was the patient was neither injured nor expired with no patient complications found. An update received on (B)(6) 2012, stated that the balloon could not inflate due to its rupture. The second iab was prepped per IFU and was inserted via right femoral artery.